Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device not showed the orders for all of patients due to hospital interface issue.a technical support specialist confirmed that this issue was resolved under another ticket (B)(4) and the customer informed that the orders were showed up on the system.the system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the device had communication issue and the orders were not crossed over to the system for all medstation. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.